Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (22.5 mg/ml at 1.125 mg/day), baclofen (175 mcg/ml at 8.75 mcg/day), and dilaudid (40 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. On (B)(6) 2017 it was reported that several weeks ago the patient began to have return of symptoms. The doctor attempted a side port aspiration and could not aspirate. The patient was being taken to surgery today to determine the issue intra-operatively. They were planning to open first at the spinal incision site and check the distal end of the catheter. At the time of the report,it was unclear which catheter model (8709 or 8731sc) the patient had implanted. Additional information received on 07-dec-2017 and it was reported that the patient¿s catheter model was an 8709 catheter, however, the programmer showed an 8731sc catheter when the pump interrogated for the surgical procedure (B)(6) 2017. The catheter was replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics who reported that the patient¿s medical history included post lumbar fusion for low back pain (1997). Concomitant medications included tizanidine, metformin, and xarelto (rivaroxaban). Dates of therapy were not provided. It was clarified that on (B)(6) 2017, the patient reported an increase of "lbp" (presumed lower back pain). On (B)(6) 2017, the patient experienced withdrawal symptoms. On (B)(6) 2017, a catheter malfunction was confirmed (following a catheter side port study). At that time, baclofen was discontinued. The patient was treated orally with norco (hydrocodone and acetaminophen) and tizanidine. Following the catheter revision on (B)(6) 2017, baclofen was restarted and the muscle spasms improved. No further complications were reported.